Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient¿s cgm was reading low mgdl and the bg meter was reading 80 mgdl. The patient was asymptomatic. The patient¿s son called an ambulance and the patient was transported to the emergency room (ER). At the ER, the patient¿s cgm was still reading low mgdl while the bg meter was still reading 80 mgdl. The patient was treated with intravenous (IV) fluids and was advised to change her sensor. It was not reported how long the patient was in the ER. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. The patient was in good condition at the time of report. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).